Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with post-paced t-wave over-sensing from the implantable cardioverter defibrillator. Device was reprogrammed accordingly and will continue to be monitored. Patient was stable after the event.

Event description:
New information received noted that more post-paced t-wave over-sensing episodes were discovered on the implantable cardioverter defibrillator. The device was reprogrammed accordingly. Patient had no symptoms and was stable after the event.